Event description:
While attempting to withdraw blood without 12cc syringes from catheter blood flow stopped, attempted to push some blood back in and hub of catheter blew off, spraying blood on pt, caregiver, and nearby surfaces. Pt went repaired and pt was ac'd wih instructions to monitor for signs and symptoms of infection (both local and systemic).